Manufacturer narrative:
Additional information: d10, h3 plant investigation: the motor protection switch was returned to the manufacturer for evaluation. A visual inspection of the component revealed that the outer contact surfaces of the three switching contacts looked normal. However, when the motor protection switch was opened the bimetallic switches of phase l1 and l3 were found to be burned out and deformed. Contact l1 and l3 were not working, and the reported problem was able to be confirmed from resistance testing. While reviewing the machine's log files from the event date, no inconsistent values were identified. The reported event could be retraced, but there were no further discrepancies found. The review of the device history records (DHR) revealed that the device was released after a repair of the cpu; however, the defect of the cpu is not related to the reported event. A review of the complaint history revealed that the reported event is a known problem. The reported event was confirmed by means of the provided pictures, machine files, and the returned sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the power was flashing on an aquabplus 2000 system and the motor protection switch on stage 1 was tripping during the t1 test. It was confirmed during follow-up, that the t1 test is an automatic test performed at start-up to verify proper functionality of the system¿s components. The system was in standby mode at the time of the failure. A fresenius water system service specialist (wsss) went onsite to evaluate the system. The wsss suspected that the cause for the failure was due to a failed fuse in the power distribution box on stage 1. Though only one of the fuses failed, multiple fuses were replaced. This was because a local biomed, who was the first to go onsite to perform troubleshooting on the morning of the event, did not have a b digital voltage meter to test the fuses. The biomed replaced multiple fuses prior to testing them; testing ultimately confirmed that only one of the fuses was bad. In addition to the failed fuse, the p1 pump reportedly failed. The failed fuse was said to be related to the p1 pump failure. During the wsss¿s inspection, a burnt wire was identified on the motor protection switch. The switch had reportedly shorted. The wsss stated that, most likely, the burnt wire and motor protection switch were the cause of the failed fuse. The wire, switch, and fuse are all components that impact the functionality of the p1 pump. To resolve the reported issue, the wsss replaced the motor protection switch and the wire from the switch to the motor. Upon completion of the repair, the system was disinfected and then put back in service. The aquabplus was properly plugged into the appropriate outlet on the swt power distribution box. The burnt wire was the original wire supplied during manufacturing of the aquabplus. The reported issue caused a 45-minute treatment delay; however, it was confirmed that treatment times were not shortened. The treatments resumed after the repair was completed. The reported issue did not result in any patient injury or harm. The samples were sent back to the plant for evaluation.